Event description:
The patient¿s device information was received. Programming history was attempted to be reviewed for the patient, however none was available. No additional or relevant information has been received.

Event description:
It was reported that the patient was in the emergency room and could not stop seizing. The patient¿s seizures appeared to be occurring constantly. The patient¿s neurologist did not know the cause of the increase in seizures. No additional relevant information has been received.